Event description:
It was reported that air was observed in the patient line of a homechoice automated pd set with cassette. This occurred while the patient was connected during the first fill cycle of peritoneal dialysis therapy. The technical services representative advised the patient to start therapy over with new supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.